Manufacturer narrative:
The returned sample was visually inspected and found non-conforming with foreign material in the port and on the probe needle. The probe was functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and cut and was found non-conforming for aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference within the aspiration path and once the interference (foreign material) was removed the probe was able to aspirate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had an actuation failure. The evaluation indicated that the probe had an aspiration failure. The exact cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe, as described in the initial report description of the complaint file. The evaluation did not confirm the probe had an actuation failure and the probe sample was able to aspirate once the observed interference was removed, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of a cutter occurred during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There's no patient harm.